Event description:
User facility reported an additional incident in which the tubing cracks in various areas below the burette. The occurrence of this cracking is dependent on pt movement (ie: pt transport to CT). Product is available for return and evaluation. This account has since transitioned to the accudrain evd system.

Manufacturer narrative:
To date, the device has not been rec'd for eval. An investigation has been initiated based on the reported info.